Event description:
It was reported that during central processing, the tip of the mega suturecut needle driver was found to be broken. There was no report of patient involvement. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the tip was bent and not broken off. There was no report of fragments falling from the device.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken tip from mega suturecut needle driver, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and the reported failure was confirmed. The instrument was found to have a broken grip at the grip base. A piece approximately 0.120" x 0.169" was found to be broken off. The broken piece was not returned. Additional observations not reported by site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibited orange discoloration. The complaint regarding broken tip from mega suturecut needle driver was confirmed by failure analysis.